Manufacturer narrative:
Complaint no: (B)(4). On an unreported date ¿a few days back¿, the patient experienced peritonitis. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The peritonitis was manifested by cloudy effluent. The patient was not hospitalized for the event. The cause of the event was not reported. On unreported date(s), the patient was treated with unknown antibiotics for fourteen days (route, medication, dosage, and frequency not reported) for the peritonitis. It was not reported if dianeal therapy was ongoing. It was not reported if the patient was recovering or was recovered from the suspected peritonitis. No additional information is available.

Manufacturer narrative:
(B)(4). This case was medically confirmed by a health professional. The cause of the peritonitis event was unknown. At the time of this report, the patient was recovered from the peritonitis event and reported as "doing fine". Should additional relevant information become available, a supplemental report will be submitted.